Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd epicenter¿ single user software reported the incorrect drugs to the lis. There was no report of patient impact. The following information was provided by the initial reporter: "nitrofurantoin reported on a sputum." "Incorrect drugs reporting to the lis." "Customer said some drugs are reporting, that should not be." "I do see daptomycin being sent on respiratory specimens."

Manufacturer narrative:
H.6. Investigation summary: customer said some drugs are reporting, that should not be. Requested log.txt, lis logs, and examples. Repeated attempts to get additional information has not been successful. If additional information is received regarding this issue, this complaint can be re-opened to investigate. Unable to determine issue and root cause. This is not a confirmed complaint of a bd product. Per baltrm-441007-aph revision 5, the failure associated to this complaint is a user inconvenience which is a severity of s1; reference ID 6.6. Complaints for software were under statistical control for the month of december. No trends indicated. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd epicenter¿ single user software reported the incorrect drugs to the lis. There was no report of patient impact. The following information was provided by the initial reporter: "nitrofurantoin reported on a sputum." "Incorrect drugs reporting to the lis." "Customer said some drugs are reporting, that should not be." "I do see daptomycin being sent on respiratory specimens."